Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative on (B)(6) 2010 about a transfer set, which got loose from the titanium adapter in the night from (B)(6) 2010. The titanium adapter and the transfer set were connected to the catheter on (B)(6) 2010. The patient is on continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2009. The patient immediately went to the dialysis center where the set and titanium adapter were replaced. No peritonitis was diagnosed and no patient injury was reported. The patient received prophylactic antibiotic treatment vancomycin i.p. The transfer set and the titanium adapter are available and will be sent for investigation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.